Event description:
It was reported by the customer, the evis exera iii video system center displayed an e315 unsupported scope error message. There was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
In speaking with olympus technical support (tac) via the phone, the customer reported the device referenced in this report displayed an e315 unsupported scope error message. Tac verified the maj-1430 video scope cable was connected to the cv-190 it. Tac instructed customer to power off device, remove the videoscope cable, connect 190 scope, then power on. The troubleshooting provided to the customer resolved the scope error message and device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The definitive root cause of the reported event could not be determined. It was likely the maj-1430 cable was not properly connected or the electrical contact between the cable and the device became unstable resulting in incorrect communication of the detection between the scope and the processor causing the e315 error code. The instructions for use (IFU) provides the following guidelines: "properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws; otherwise, equipment damage or malfunction can occur."